Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure performed was to treat an occluded, heavily calcified, mildly tortuous popliteal artery using a 4gx25cm hi-torque (ht) command 14 guide wire and a 2.0x20mm armada 14 xt balloon dilatation catheter (bdc). The ht command guide wire and armada 14 bdc stuck together during removal and were withdrawn as one unit. A 4.0x120mm armada 14 percutaneous transluminal angioplasty (pta) bdc was to be used in the heavily calcified, mildly tortuous left interior tibial. During advancement of the armada 14 pta bdc, resistance was met due to anatomy. Once at the lesion, the armada 14 pta bdc was inflated once to 6 atmospheres and collapsed on itself like an accordion. The procedure was terminated and it is unknown if other devices were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing was confirmed as the devices were returned frozen together. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove appears to be related to circumstances of the procedure. It is likely that during use, the clearance between the guide wire and inner guide wire lumen of the balloon catheter was reduced due to the challenging anatomical conditions. As a result, the devices became stuck together resulting in difficulty removing and the need to remove both devices as a single unit. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, there were no reports of a balloon rupture, only that the armada 14 bdc collapsed on itself like an accordion. No additional information was provided.